Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, technical support suspected that leaking of o2 pressure regulator was the possible reason. Advice to test the device with new inspiration block and send the logs files. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 continues to give o2 supply failed or no o2 dosing possible alarm during patient use. There is no harm noted to the patient and the device was removed and took out of service.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: the root cause of the issue was the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation. Alarm 388 and alarm 271 triggering together. As a resolution replaced inspiratory block, run all calibrations, installed update 6.0.1600.0 and run o2 concentration calibration. Run base test, collected after fix logs. Run ovp all tested ok according to factory specs.